Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to component failure (faulty parts), which is normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the release button of the compact air drive device was damaged, and the device was unable to be disassembled. It was further determined that the device failed pretest for check the power with test bench at 6 bar: minimum 110 to 160 watt, check attachment coupling with attachments, check the attachment coupling and check for excessive noise. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the device was not connecting. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.